Event description:
It was reported that it was noted that the implantable pulse generator (ipg) had a set screw anomaly and there was glue in the atrial port. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a damaged set screw. (B)(4).